Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects number 4 states, "loosening, migration and/or fracture of the implants can occur due to loss of fixation, trauma, misalignment, bone resorption, and/or excessive activity."

Event description:
It was reported that patient underwent a knee fusion procedure on (B)(6) 2013. Subsequently, a revision procedure has been indicated as two (2) of the peripheral screws are visibly backed out and the other three (3) are loose. There has been no reported revision procedure to date.

Manufacturer narrative:
The screws mentioned in the medwatch are packaged with the collar assembly (catalog number cp260600 lot 672920). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an orthopedic salvage knee fusion procedure utilizing a modular arthrodesis nail collar assembly on (B)(6) 2013. Subsequent radiographs revealed that two (2) of the peripheral screws backed out and the other three (3) were loose from the collar assembly. Additional information received indicates that a revision procedure occurred on (B)(6) 2014 where it was noted that the superior lateral screw was fractured mid-shaft. The superior medial screw backed out. The inferior lateral, medial and locking collar screws were slightly loose. The anterior portion of the collar assembly and the screws were removed and replaced.